Manufacturer narrative:
The review of the manufacturing paperwork could not be conducted as the lot/serial number is not available. (B)(4). According to the gore® excluder® aaa endoprosthesis with c3 delivery system instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck. Additionally, the IFU states:adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note, that the date of event will be the date the article was published in the ¿annals of vascular surgery¿- 12/18/2018. Please see the article toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019).

Event description:
In a review of published literature, the following findings were noted: toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019). The article describes that between october 2013 and september 2016, 109 (91 men and 18 women, with a mean age of 77.0 years) patients underwent an endovascular aortic repair using gore® excluder® aaa endoprostheses with c3 delivery system to repair infrarenal abdominal aortic aneurysm. Of the total number, 29 (24,8%) patients were categorized as being treated outside the IFU (proximal aortic neck length and infrarenal aortic neck angle) . The gore® excluder® aaa endoprosthesis with c3 delivery system showed good clinical performance and no significant difference was observed in aneurysm sac shrinkage between patients treated within and outside the IFU. The article states that one patient was identified with a distal type I and type ii endoleaks. The patient underwent a re-intervention at 406 day after the initial procedure to repair the endoleaks by limb-graft extension and transarterial coil and nbca embolization (p16, 231-235/table 5).